Event description:
It was reported that this pacemaker was exhibiting undersensing on the right atrial (ra) lead and noise with intermittent oversensing on the right ventricular (rv) lead. The sensitivity was changed and programming of the device was updated. This device and leads remain in service. No adverse patient effects were reported.